Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdss0134 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that fluid was leaked from y-site connector during infusion. No patient harm reported. It was stated two devices were leaking. This report addresses the second device.